Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A visual inspection revealed the device was returned outside of original packaging. The distal tip of the device shaft has become bent. The anchor and suture is still attached to the device. The bend in the shaft has caused the anchor to become fractured. A functional evaluation revealed the device could not be functioned as intended due to the bend in the shaft. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. Internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, the healicoil's metal inserter was bent when the anchor was inserted. The procedure was completed with a delay of 30 minutes or less using the same device. No patient injury or other complications were reported. Results of investigation have concluded that the anchor was fractured which makes it a reportable event.